Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The breached insulation did contribute to the electrical complaint of intermittent capture and it appears to have been caused at the implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient experienced tachycardia and excessive bradycardia post operatively. A chest x-ray was performed and the lead appeared to be in a stable position; however, the physician thought the variability in capture may have represented an exit block rather than a lead dislodgement. Nonetheless, the physician elected to remove the lead and implant a new lead. No patient complications have been reported as a result of this event.